Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, tuesday the patient was in an emergency response training (ert) facility as she is a trained ert. At 1:00 pm she passed out. The last readings she remembered were 270 mg/dl on her bg meter and 80 mg/dl on the cgm. Patient does not remember the specific interval minutes or hours of these readings, prior to passing out. There were no cgm nor bg values reported at the time of the event. The patient was not taken into a hospital as she was surrounded by ert trained in a facility with her husband as well. According to the patient, she does not know the readings on her bg meter and dexcom app that were taken from her when she passed out. Patient does not remember how long she was unconscious. She did not feel any symptoms prior to passing out, but according to the ert team she was shaking. Her husband, one of the erts in the area, treated her with a glucose shot, liquid intake (oral). The bg was checked, stress level and she was provided with food, until she regained full consciousness. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid on 01/29/2025. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The reported glucose values fall within the c zone of the parkes error grid per the last readings the patient recalled. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).